Manufacturer narrative:
Concomitant medical product: product ID: 3889-33, lot# va0vg1k, product type: lead. Other relevant device: product ID: 3889-33, serial/lot #: (B)(4), ubd: 08-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Back in (B)(6) (estimated date) patient went in and saw head nurse practitioner(np) who checked ins with "the interrogator" caller mentioned checking leads but it was unclear if np did check the leads or if patient was just asking her to as patient stated leads had been checked before in (B)(6). Patient requested a revision to move ins to the fattiest area where she was less likely to lose weight. Leading up to revision. Revision performed (B)(6) 2018 (or "whatever the first wednesday in (B)(6) was") during the revision, she said rep came in and took their patient programmer (pp) and said because she would be under general he'd talk to her after. Ins was moved up 3 inches, and the ins area was completely healed at least 2 weeks ago. Tailbone pain gets out of control, travels down patient's back of leg to knee. After ins area healed patient still felt pain at tailbone, patient could at least sit, but had pain from tailbone to the bottom of the device. Patient said she can't stand, can walk, but after walking 15 minutes on cement the ins started jarring and the burning pain returns. Caller said tailbone pain started at the lower but worked up into the chest like it's pushing out of the chest (not crushing in). Patient has gently felt tailbone/bottom of device where pain was coming from between wire and tailbone, and said normally 5 weeks post op she would not have any soreness/sensitivity, and that all other parts of the revision have already healed. Caller thinks the old wire was just moved and wants to know why a new wire was not put in. Caller said it hurts where the sutures go across the tailbone and after seeing the x-ray picture, patient thinks she understands what her tailbone would be sore and her spine hurt. Patient thinks lead may have migrated toward spins/against nerve because she feels soaring pain, not the normal aching pain of healing. Patient has not been able to do dishes, laundry, sweep or vacuum for a month due to pain from revision. Patient can't find anything to help pain without side effects, since surgery patient has had the month from hell. The patient reported her bladder would not empty on its owns. Hcp took x-ray, and patient described it hurts "from here to there" and thought lead went into bladder but saw it gone to spine and thinks lead must be leaning against/touching a nerve, doctor said it's against fat. Caller couldn't wear underwear the first 30 days after surgery due to pain and cannot wear jeans still. The patient described pain as being real, and worse than 2 horrible labors she had that cause her to decline ever having more kids. She would rather have another horrific labor than be in this pain. Patient is starting to get sores on right side from not being able to sit/lay on left side. Patient can't "effing sit because it's starting to burn up her spine "thursday hcp told her to turn ins off, but the pain was still there. Patient is developing sores on right side. There was change in therapy or leg going numb aware of impact of tailbone pain, x-ray/suspicion of lead/suture issue and sores. On the day of this call patient was angry, has not slept in 48 hours because of extreme pain . Patient still had excruciating pain and "incision site was perfect". There were no further symptoms or complications reported or anticipated. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that they had add and were sleep deprived. The sleep deprivation was reported in related event. The patient was calling back because they had not heard from anyone regarding their concerns. It was reviewed an additional message would be sent to the field. Patient stated they now wanted to meet with someone to have 4 additional programs added onto their patient programmer, they confirmed they had already tried the 4 available programs and they were not getting good results. The patient repeated previously reported symptoms.